Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 15.5 mmol/l (279 mg/dl) while wearing the pod between 4 and 24 hours. The patient experienced itchiness and irritation at the infusion site. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. The patient administered insulin to treat the hyperglycemia.

Manufacturer narrative:
The returned device was received deployed. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The soft cannula and formed needle were inspected and no abnormalities were found. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion or a failure of the device's ability to deliver insulin. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause irritation at the infusion site. Although the investigation found no evidence of any damage, the reported infusion site event could not be determined.